Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, experiencing low p-waves amplitudes and high capture threshold. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient's condition was stable.

Event description:
New information received notes that the right atrial (ra) lead was under-sensed with low p-waves amplitudes.